Event description:
It was reported that the customer experienced blood glucose levels as high as 350 mg/dl, vomiting and ketones. It was stated that the customer received medical treatment for her blood glucose levels. It was stated that the infusion set was removed, and the cannula was bent. It was also stated that the insulin pump had a cracked battery compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. Unit had cracked battery tube threads.